Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra- aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm replaced the battery then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra- aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.